Event description:
Consultant reports two procedures performed on one surgery. Patient implanted on unknown date with two screws and two washers on tibia plateau. Patient also implanted with lcp one third tubular plate, six screws, and one malleolar screw. It is unknown which construct was implanted first. Patient complained of irritation and requested removal of all hardware. Patient was returned to or on (B)(6) 2012. First procedure was removal of the screws from the tibia plateau. Hardware appeared intact, fracture appeared healed. Surgeon then removed the lcp one third tubular plate and all screws. This construct also appeared intact and fracture appeared healed. This is 12 of 12 reports for this event.

Manufacturer narrative:
Device used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.